Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the stent (subject device) was used during an off-label procedure to treat a stroke and reconstruct a dissected and occluded left internal carotid artery (ica).the dissection extended from mid cervical ica to the cranio-cervical junction. A first stent was placed but then it was pushed further intracranially when trying to cross it with a catheter. The stent got pushed because the proximal tines and stent were compressed due to the subintimal thrombus causing the luminal stenosis. The non-stryker catheter caught the stent at the point of maximal stenosis. A second overlapping stent was required to be placed at the craniocervical junction. The ica reconstruction was completed with carotid stents placement. Subarachnoid hemorrhage (sah) occurred after the procedure. According to the physician, the sah was most likely due to vessel dissection occurring as a result of angiography road map failure during a later part of the case. Sah was unrelated to the subject stent placement.

Manufacturer narrative:
Expiration date: added, manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. As per the event description, the first stent got pushed further intracranially when trying to cross it with a catheter, requiring placement of the second overlapping stent at the craniocervical junction. As the investigation indicates another product/ subsequent procedure caused the issue event, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the stent (subject device) was used during an off-label procedure to treat a stroke and reconstruct a dissected and occluded left internal carotid artery (ica).the dissection extended from mid cervical ica to the cranio-cervical junction. A first stent was placed but then it was pushed further intracranially when trying to cross it with a catheter. The stent got pushed because the proximal tines and stent were compressed due to the subintimal thrombus causing the luminal stenosis. The non-stryker catheter caught the stent at the point of maximal stenosis. A second overlapping stent was required to be placed at the craniocervical junction. The ica reconstruction was completed with carotid stents placement. Subarachnoid hemorrhage (sah) occurred after the procedure. According to the physician, the sah was most likely due to vessel dissection occurring as a result of angiography road map failure during a later part of the case. Sah was unrelated to the subject stent placement.